Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood and the helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The overlay tubing of the lead was extrinsically breached due to melting. Visual summary analysis of the lead indicated apparent explant damage. The analyst commented, the partial lead in segments that was returned was thoroughly analyzed electrically and visually (including destructive analysis) in an attempt to find an explanation for the ¿high impedance, noise and oversensing¿ described in the event. Other than non-severe explant damage, no anomalies were observed on the returned lead segments that would contribute to the anomalies mentioned in the event. An in-vivo insulation breach or fracture was not observed and all electrical testing was within specification. The full lead was not returned. There is a 2 cm segment of the lead that was not returned. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high impedance, noise and oversensing short interval counts (sic) due to a possible fracture. It was also reported that the patient received inappropriate shocks. It was also reported that the right atrial (ra) lead was inadvertently extracted during the extraction of the rv lead. Both the rv and ra leads were explanted and replaced. No further patient complications have been reported as a result of this event.